Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 4.1 inr, donor 2 inr: 2.4 inr. Donor 1 hct: 48%, donor 2 hct: 42%. Testing results: donor 1: retention meter with master lot strips: 4.1 inr, customer meter with master lot strips: 4.0 inr. Donor 2: retention meter with master lot strips: 2.4 inr, customer meter with master lot strips: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Customer stated the finger was squeezed excessively. If a sample was wrongly collected, it could cause intracellular fluid to dilute the blood sample.

Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
While being trained on coaguchek xs meter serial number (B)(4), the patient complained of high inr results when compared to the dade innovin test method. The patient results from the meter were 4.3 inr and 4.1 inr. Based on the meter results the patient had laboratory testing performed and the result from the dade innovin test method was 3.0 inr. The specific time of the results was not provided, but it was stated that the laboratory testing was performed 30 minutes after the meter results. A different finger was used for each meter result, but the patient did state that it was possible that the finger was excessively squeezed. The patient's therapeutic range was 2.5 - 3.5 inr. There was no allegation of an adverse event. The patient has no hematocrit concerns, is not on heparin therapy, not on direct thrombin inhibitors, has no antiphospholipid antibodies, no lupus, no changes in dosage, no changes in diet, has had no new medications or illnesses, and no new bleedings or bruising. The suspect meter and strips were requested to be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.